Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient who was receiving unknown morphine 50 mg/ml at an unknown dose via an implantable pump for spinal pain. It was reported that in (B)(6) 2020 the patient had an MRI and the pump never reactivated and the patient went into withdrawal and was having diarrhea. It was noted the pentec nurse noticed the pump was not working at the time. Troubleshooting was not required. It was noted the pump did start back up (date not reported).